Event description:
The customer reported that the insulin gauge on the pump displayed a different amount than expected. The customer reloaded the cartridge and resumed insulin therapy. There was no adverse impact to the customer's blood glucose level.